Event description:
Hamilton medical ag received the following incident description: ventilator displayed "low vt" while venting. Respiratory therapist reports the ventilator was "not providing enough to patient". Logs indicate a loss of mains power. Patient moved to a different ventilator.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: ventilator displayed "low vt" while venting. Respiratory therapist reports the ventilator was "not providing enough to patient". Logs indicate a loss of mains power. Patient moved to a different ventilator.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11. Additional information added in follow-up #2 cer 154128. Field b4, g6, h2, h3, h6 and h11 updated. No technical errors were logged, indicating that the issue was related to the operator-set values and alarm limits. The event did not cause or contributed to a death or serious injury. Consequently, no harm to patient, user or third party was reported. The most possible root cause of the issue is user error. The ventilator did not fail to meet its technical specifications. Therefore, there was no malfunction with the device itself. The issue is considered a reportable event because it could potentially impact the patient safety during ventilation since the alarms "low vt" and the loss of mains power indicate that the patient is not receiving optimal ventilation.

Event description:
Hamilton medical ag received the following incident description: ventilator displayed "low vt" while venting. Respiratory therapist reports the ventilator was "not providing enough to patient". Logs indicate a loss of mains power. Patient moved to a different ventilator.